Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to unable to unload or eject cubie. A field service engineer manually removed cubie and replaced position sensor. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system lid of the auxiliary drawer e3 specifically pocket 5.2, is damaged and does not close properly. The customer stated that they were unable to unload or eject the cubie, which hindered their ability to dispense the medication and resulted in a delay in providing the medication to the patient. There were no adverse events or injuries reported based on this incident.